Manufacturer narrative:
The wheel chair model and serial number are unknown. The manufacturer of the wheel chair is unknown. The details of the malfunction were not provided. The details of the injuries were not provided. The wheels allegedly locked up on a ramp causing the consumer to fall. Invacare provides warnings and cautions when using ramps for wheelchairs. For example: model tdxsp-mcg provides user manual 1143190 rev h [mar-10]. It is unknown if the consumer had their seat positioning strap on at the time of the fall. It is unknown if the consumer follows all the safety warnings. The following safety warnings are given on page 24 and 25: "warning - the seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair. Do not go up or down ramps or traverse slopes greater than 9 degrees. Never leave an unoccupied wheelchair unattended on an incline. Do not attempt to move up or down an incline with water, ice or oil film. Anti-tippers must be used at all times. When outdoors on wet, soft ground or on gravel surfaces, anti-tippers may not provide the same level of protection against tip over. Extra caution must be observed when traversing such surfaces. Do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Do not attempt to reach objects if you have to move forward in your seat. Always shift your weight in the direction you are turning. Do not shift your weight in the opposite direction of the turn. Shifting your weight in the opposite direction of the turn may cause the inside drive wheel to lose traction and the wheelchair to tip over do not shift your weight or sitting position toward the direction you are reaching as the wheelchair and/or seating system (if any) may tip over. Always keep hands and fingers clear of moving parts to avoid injury. Do not use with a broken or missing joystick knob. Do not use if joystick does not spring back to the neutral position or becomes sticky or sluggish. Do not use if joystick boot is torn or damaged. Always check foam grips for looseness before using the wheelchair. If loose, contact a qualified technician for instructions. Do not attempt to stop a moving wheelchair with the wheel locks. Wheel locks are not brakes. Do not engage or disengage the motor locks until the power is in the off position."

Event description:
Invacare legal received information regarding a consumer traveling up a ramp when the front wheels allegedly locked up, causing the consumer to fall over. Although injury is alleged, the extent and specific injury is not known.